Event description:
It was reported upon removing the lead cap, the # 0 contact was damaged during stage 2 deep brain stimulation surgery to connect the pt's lead to an extension and ultimately the stimulator. This lead had been implanted in the subthalamic nucleus (stn) of the pts left brain. The surgeon was able to get the # 0 contact lined up with the corresponding set screw of the extension. However, upon testing the impedance of the system intra-operatively, all combinations involving # 0 contact were over 4000 ohms. The surgery was completed. The programming team at the hosp was notified and they were going to try to program around the # 0 contact while attempting to maximize the efficacy of the therapy. The ultimate outcome is unk at this time. Additional info has been requested from the hcp, but was not available as of the date of this report.